Event description:
Event description guidant received information that this ventricular lead was found with a tear in the insulation with less than one month of implant time. Also, blood was noted in the lead lumen.